Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. In addition, analysis revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks and signs of slight melting and signs of slight melting. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may occurred. Based on the observed glass cap circumferential fracture, an evaluation conclusion of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the circumferential fracture.

Event description:
Analysis of the returned fiber revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Due to the glass cap fracture, the potential for forward may exist. There was no patient injury.